Manufacturer narrative:
H3 - device elvaluaton: the lens was returned dry in a microcentrifuge vial. Visual inspection found a optic torn/split/deformed/broken and haptic broken lens. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -6.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 , the lens was removed due to low vault without rotation. Cause of the event is unknown and the problem was resolved.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).